Event description:
Patient was having surgery for impacted wisdom teeth. Two (2) minutes into case, a burn was discovered on patient's left lower lip. Quarter size area with red edge - appearance of third degree burn - at area where dentist was resting drill.